Event description:
Elderly male with history of coronary artery disease. Procedure: diagnostic left heart catheterization and percutaneous intervention. The balloon shaft broke prior to pacing on the wire. Device removed without known harm to patient and new one used without issues. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, nc emerge® (per site reporter), will obtain.